Event description:
It was reported that a flo-gard infusion pump had a broken door latch. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, an alarm log review and service history review were performed. The broken door latch was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the door latch was replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.